Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v288851, implanted: (B)(6) 2009, product type: lead. Codes apply to the lead only. There was no allegation against the ins. The reason for explant was MRI.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that the patient had a lead fragment remaining after explant. The MRI technician reported that the tined part of the lead remained in the patient. The lead fragments were believed to be located in the neuroforamen. The patient's MRI was rescheduled and the patient was meeting with their managing physician. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.